Manufacturer narrative:
Date of event is an unknown date in 2019. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Motor too loud - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. As per the input check report the values of the keypad are out of range. However, the root cause for the jammed motor is undetermined. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that the micro tornado handpiece with hand controls was not turning due to jammed motor and hence it needs service. It was discovered post operatively. The procedure was completed by using a replacement device without any surgical delay or patient harm. This is report 1 of 1 for (B)(4).